Event description:
Per the clinic, the patient experienced chronic infection at abutment site and subsequently was treated with antibiotic and steroid (type, date and duration not reported).

Manufacturer narrative:
This report is submitted on december 31, 2021.